Event description:
Customer states: a nurse confirmed the air leakage occurred. Customer confirmed that no fault was identified during pretesting efforts. The info provided suggest that extubation and reintubation of a replacement tube was required. Customer confirmed that there was no add'l harm to the patient.

Manufacturer narrative:
Covidien cts reference number: (B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.